Event description:
Total hip joint removal patient with commode privileges. Commonde not high enough for patient. Nurse placed dmi commode extender on arkotex bedside commode. Patient fell off commode onto tile floor, landing on surgical would. Patient to or for evacuation of hemaetoma from surgical site. No label on commode stating not to use with any other appliance.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.